Event description:
A physician reported that the cutting failure of a probe occurred during surgery. Movement of the cutter was bad and could not be used. The surgery was completed on the same day after replacing the product with another one. The procedure type was unknown. The condition of aspiration and actuation was unknown. There was no patient impact.

Manufacturer narrative:
The returned combined pak was visually inspected. The folded aspiration line at the entrance of the tubing insertion to the probe engine inside the rear shell was observed. The kink on the tubing happened during assembling the rear shell to the probe engine. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation root cause of the customer's complaint is likely related to assembly of the rear shell after the probe is tested. The vitrectomy probe has a rear shell meant to improve the ergonomics of the handpiece, however, if the rear shell is improperly installed, it will result in the customers reported event. Although the root cause is manufacturing-related, no further investigative or manufacturing actions are warranted at this time due to assembly. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe, with tip protector, in a tray was received for the report. The returned sample was visually inspected and was found to be nonconforming as orange/brown foreign material was observed inside the port, on the port face and on the welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, and o-rings are all intact. A review of the device history record traceable to the lot number obtained from the device's rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s rfid tag. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met functional specifications. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).